Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (ecgs nonfunctional) has been confirmed. The cause for the failure was isolated to thermally damaged u727 and u728 processors on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.